Manufacturer narrative:
H4:d5:d6: information unavailablebased on the information received and the visual results, no conclusion could be reached as to what may have caused the reported incident. Upon reciept of the instrument, it was noted that the knife was missing from the instrument. However, it appears as if the knife was present during the firing of the instrument as the anvil portion of the breakaway washer was returned fully cut. It should be noted that each instrument is fired during mfg to ensure the instrument cuts the properly and forms staples as designed. It could not be ascertained as to how or why the knife was missing from the instrument. Due to the missing knife, further functional testing could not be performed. It was stated in the rep's explanation that there was a gap in the anastomosis where the staples were reportedly missing. It should be noted that during mfg every instrument is 100% inspected through an automated. Comments: mfg and engineering have been notified of the reported incident.

Event description:
The device was used during a laparoscopic (total) gastrectomy. It was reported by the rep. That after firing. It was noticed that there was a gap (a section that was not anastomosed). This gap was hand-surtured. There was no consequence to the pt.